Manufacturer narrative:
The insulin pump was received with intermittent escape, act, express button, up arrow and down arrow buttons due to flattened dome switches. No unlocked lcd keypad connector. All operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 1400 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was high blood glucose and diabetic ketoacidosis. The customer was held in intensive care unit for 2 days and then in a regular room for 2 more days and then released. The customer was wearing the pump at time of hospitalization. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown. The customer stated keys have been getting more difficult to press. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.